Event description:
The facility reported a flo-gard infusion pump which had experienced an air in line alarm and interrupted an infusion on a female patient in the post analgesia care unit. The patient was being treated with oxytocin to control postpartum bleeding following a caesarian delivery. The pump was infusing 30 units of oxytocin with 500ml of either lactated ringer's solution or lactated ringer's in 5% dextrose (d5lr) when the pump alarmed and stopped the infusion. The set was checked for air bubbles but none were seen. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an air-in-line alarm, which interrupted a patient infusion, was confirmed during product evaluation on channels 1 and 2. This condition was caused by a defective central processing unit (cpu)/sensor printed circuit board (pcb). The cpu/sensor pcb was replaced to correct the reported condition.